Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump had been receiving constant motor error alarms for the past two days. The customer changed his infusion set, which allowed the pump to function normally for a while, but the motor error recurred. The patient's blood glucose at the time of incident was 400 mg/dl, which he treated with insulin pens. Troubleshooting was initiated for the motor error alarms. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind and prime without incident. However, the customer mentioned that the pump had alarmed with a motor position encoder error alarm. The alarm history confirmed that there had been 11 motor errors within the past week. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.